Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the enteral feeding pump is over delivering.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-12-21. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump is over delivering; the volume to be infused was 185ml at a rate of 185ml. The actual volume delivered was 225ml. There was no patient harm or medical intervention required.